Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the pts received more solution than intended. The tubing sets were being used in the emergency room to deliver unspecified solutions. It was reported the flow rates could not be adjusted by the cair clamps. After unspecified lengths of time in use, the solution containers were found empty. The customer contact indicated the cair clamps spontaneously changed delivery rates and "some IV sites infiltrated due to the rapid infusion rate." An unspecified number of peripheral catheters were replaced and the therapies were resumed. It was unspecified if the tubing sets were replaced or remained in clinical use. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device info letter.